Manufacturer narrative:
The aware date in the previous additional report should have been (B)(6)2019 instead of (B)(6) 2019.

Event description:
Related manufacturer reference numbers: 3006705815-2019-01638. 3006705815-2019-01639.

Manufacturer narrative:
The aware date in the previous additional report should have been (B)(6) 2019 instead of (B)(6) 2019.

Event description:
Related manufacturer reference numbers: 3006705815-2019-01638. 3006705815-2019-01639.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 3 of 3: reference MFR report: 3006705815-2019-01638, 3006705815-2019-01639. It was reported that the patient was experiencing ineffective stimulation. Surgery may occur to address the issue.

Event description:
Reference MFR report: 3006705815-2019-01638, 3006705815-2019-01639. It was reported that the system was explanted, which addressed the issue.